Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 758 mg/dl. The customer had been experiencing high blood glucose levels for the past day. Troubleshooting was performed, a nd the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.